Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on mon aug 28 18:33:31 edt 2017 with MFR# 3004753838-2017-73304. The ack3 was received on mon aug 28 18:33:31 edt 2017 with (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and failed..performed share log review and a transmitter error was found in the log. The complaint was confirmed because we can see a transmitter error alert in the cloud data. .. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that the smart device showed a transmitter failed error on (B)(6) 2017 . No additional patient or event information is available. The transmitter has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.